Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing result met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis die not include return testing, improper techniques were identified in the complaint during testing on (B)(6) 2014. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 2.2, lab 2.9. (B)(6), 1.8, 3.1. Time between tests: 3 hours. Therapeutic range: 2-3. Caller reports "milking" the finger after finger stick, and adding two drops of blood to the sample well when obtaining the inratio result from (B)(6). Patient self tester reported taking the following coumadin doses: (B)(6) 8mg, (B)(6) 4mg, (B)(6) 4.5mg 5/20 4mg (dose change based on the lab result), (B)(6) 2mg dose change based on the lab result.